Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: according to the pharmacist the issue occurred with a pcee45a which has been used with the old cartridges from the powered (pce45a). What was the exact surgical procedure? Lobectomy. What color cartridge was used? Mostly gold. Was buttressing material used? No. Were any issues noted with staple formation or device performance? A priori, the staples have been formed properly. What is the surgeon¿s experience with device? The surgeon uses this device since the beginning of his launch. Does the surgeon believe that the air leaks are related to an alleged deficiency of device or were there other contributing factors that led to the air leaks? Maybe the issue is related to the use of the clamp powered plus with the old cartridges of the powered. What is the current patient status? The patient is doing well after some days of aerostasis defect.

Event description:
It was reported that the surgeon uses since 3 weeks the devices pce45a. He reports that all his patients got emphysema (leak) that prevent to remove the drains and increase the average length of stay (4 to 8 weeks).